Event description:
Blood was noticed in the balloon upon withdrawal of the device to resolve wire wrap. A pinhole in the aortic balloon was confirmed. During retraction of the jacket, the contralateral wire caught on the hooks. The device was advanced into the aneurysm sac to create more room to get the wire off the hooks. After several minutes the wire was freed and the device was advanced into position for deployment of the superior attachment system. During preparation to deploy the contralateral attachment system, it was observed that the reinforcement bar did not line up with the toughy borst. After much manipulation, the contralateral attachment system was deployed but wire access was lost. Stents were placed bilaterally in the limbs. An endoleak was present. In the contralateral attachment system. The patient is doing fine.